Manufacturer narrative:
Additional information: from the 26 events 16 were related to tip deformed and 9 for cartridge damage and 1 for stuck in cartridge. Serial numbers of suspect products : (B)(4). 15 investigations were completed and 11 are pending from the period. From the 15 investigations: 3 had no product returned. 6 found cartridge damage with tip deformed. 6 found stuck in cartridge. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 26 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
10 investigations were completed from the period and breakdown is as follows: 1 cartridge crack,stuck in cartridge,tip deformed; 3 had no product returned; 4 found stuck in cartridge, tip deformed; 2 found tip deformed. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.